Event description:
High flow insufflation tubing had a hole in it near where the tubing screws onto the trocar; slight delay in case related to opening new tubing. No patient harm. The hole was discovered while in use. Because of this event, the case was delayed while another tubing was obtained. It took a short time to locate the hole. The hole in the tubing was not visible when the package opened. The package was intact.======================manufacturer response for high flow insufflation tubing, (brand not provided) (per site reporter).======================unknown at this time.what was the original intended procedure?robot assisted total laparoscopic hysterectomy with bilateral salpingo-oopherectomy with cystocsopy.device #1is this a laboratory device or laboratory test?no.